Manufacturer narrative:
Film evaluation summary review of cta¿s from 10-yr and 9-months revealed that the patient had an aneurx stent graft system implanted. The lowest renal is on the left side. The bifurcate was positioned with the top of the graft fabric ~ 5 mm below the left renal. The contra gate opened on the right side. The contra limb was implanted into the contra gate with ~ 2.5 cm overlap, crossed the ipsi limb and was extended into the left common iliac artery. The ipsi limb of the bifurcate was extended with another limb into the right common iliac artery. The bifurcate main body was essentially straight. The proximal bifurcate od measured ~ 24x25 mm. At 10 mm below, the bifurcate od measured 24x28 mm and the vessel diameter at the same level measured 28x30 mm. The distal ipsi limb od measured ~ 15 mm. The distal contra limb od measured ~ 15 mm. There was no obvious contrast observed outside of the stent graft. No stent graft kinks or compression were observed. The max aneurysm diameter measured 4.8x5.5 cm. Review of cta¿s from 11-yr post-implant revealed that the bifurcate was positioned with the top of the graft fabric ~ 5 mm below the left renal artery. The bifurcate was essentially straight. Coils were seen in the mid aneurysm sac. The coils were implanted on the anterior side. It was unclear when these coils were implanted. These coils were not observed in the previous cta. The proximal bifurcate od measured ~ 22x25 mm, and the aortic neck diameter at the same level measured ~ 25x27 mm. At 10 mm below, the bifurcate main body od measured ~ 22x29 mm, and the vessel diameter at the same level measured ~ 30x30 mm. There is currently marginal proximal seal with minimal stent graft seal to the aortic wall. Contrast was seen outside of the bifurcate at the proximal aneurysm sac. The contrast was seen along the anterior side from a possible proximal type I endoleak. The distal ipsi limb od measured ~ 15 mm and the distal contra limb od measured ~ 15 mm. The limbs were patent. No stent graft compression or kinks were observed. No other obvious stent graft issues were observed. The max aneurysm diameter measured ~ 5.5x6.0 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow-up. The CT revealed that there is a proximal type I endoleak present. Currently, the aortic neck is 26 mm in diameter at the renal arteries. A secondary intervention was performed. The physician elected to implant an endurant aortic cuff to the level of the right renal artery and placed a covered stent into the left renal artery. The physician then elected to implant five heli-fx endoanchors to secure the aortic cuff to the aortic wall. A final angiogram demonstrated good flow into both renal arteries and the endoleak was resolved. Per the physician, the cause of the event was related to the patient's anatomy; disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.